Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify no delivery alarm or possible under delivery anomaly due to motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that the customer experienced high blood glucose. Blood glucose level at the time of the incident was over 500 mg/dl. Customer stated that the glass part of the pump do have scratches and received no delivery alarm. Customer stated that device won't give an accurate reading because it was over 500 mg/dl and changed 3 to 4 times different set and reservoir also different locations but still not working. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer believed insulin pump was under delivering. Customer declined to troubleshooting for high blood glucose. The reservoir will not be returned and insulin pump will be returned for analysis.